Manufacturer narrative:
The customer reports that the cns (central nurses station) constantly gives a network service disconnect error while in patient use. The cns software will not load. The port on the wall and the network switch were checked. Customer swapped out the cns with a back up to resolve the issue. The device was returned for evaluation and repair. The unit was cleaned and evaluated. The reported problem of "network service disconnect" could not be duplicated through testing, trouble shooting and 4 days of extended operation of the device. Review of the device history indicates no previous cnd status. The unit was tested per the operator's/service manual and the results were recorded on the maintenance check sheet. The unit operates to manufacturer's specifications. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reports that the cns (central nurses station) constantly gives a network service disconnect error while in patient use.